Manufacturer narrative:
Date of event: 2014.

Event description:
A report was received that the patient had difficulty charging. It was believed that the pocket site may be too deep due to physiological issues. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The ipg was unresponsive so the physician believed that the ipg failed. The patient was doing well postoperatively. Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint was not verified. The ipg was successfully charged to full capacity in one cycle. Battery depletion rate was within the normal range. The ipg passed all the required tests and revealed no anomalies.

Manufacturer narrative:
Additional information was received that the physician suspected ipg malfunction and ipg could have flipped in the pocket. The ipg will be replaced.

Event description:
A report was received that the patient had difficulty charging. It was believed that the pocket site may be too deep due to physiological issues. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty charging. It was believed that the pocket site may be too deep due to physiological issues. The patient will undergo a revision procedure.